Event description:
Reportedly, following upgrade to smartview 3.14 version, it was impossible to interrogate an alizea pacemaker using bile communication, while inductive communication was possible. The bile is well activated on the pacemaker, and the same issue was observed following re-installation of smartview and reboot of the programmer.

Event description:
Reportedly, following upgrade to smartview 3.14 version, it was impossible to interrogate an alizea pacemaker using ble communication, while inductive communication was possible. The ble is well activated on the pacemaker, and the same issue was observed following re-installation of smartview and reboot of the programmer.

Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - analysis of available expertise data confirmed the reported behavior, as the interrogation made on (B)(6) 2023 could not be performed using bluetooth communication, and the inductive communication was therefore used instead. - in-depth analysis revealed that the bluetooth adapter was deactivated, due to a software malfunction under smartview 3.12 version. The programmer was then updated to smartview 3.14 version but the malfunction could not be solved, due to an exception which prevented the application of the planned correction. - further investigations are ongoing to determine the root-cause of this issue and implement corrective actions if applicable. - this case is recorded for trending purposes.